Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer stated that she would often have to adjust the battery cap to avoid receiving a battery related error. Blood glucose level at the time of the incident was 101 mg/dl. Blood glucose level near the time of the call was 128 mg/dl. The customer reported that she received a failed battery test during a battery change. The customer was advised that the insulin pump should be replaced, but declined the replacement. The insulin pump was not replaced or returned for analysis.